Event description:
A report was received stating that one of the eyelets on the tracheostomy tube flange broke during use. The tube had been in situation for an unknown amount of time prior to the breakage. Replacement of the tube was required. No incident related medical sequela was reported.

Manufacturer narrative:
Manufacturer completed the entire form. The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. A sample device was returned and is currently under investigation.